Event description:
It was reported that during a percutaneous coronary interventional (pci) stenting procedure, a balloon rupture occured. The 90% stenosed lesion was located in the mildly calcified first diagonal branch off of the left anterior descending artery. The apex 15mm x 2.50mm balloon was advanced to the lesion and inflated two times. The first inflation was at 14atms for 20 seconds. The second inflation was at 14atms for 5 seconds. The balloon ruptured on the second inflation. The procedure was completed with another manufacturer's stent. No patient injuries or complications were reported. The patient's status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation could not be performed as the lot number is unknown. The most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.